Event description:
Reporter indicated a physician had an hp a/c adapter that would no longer charge the handheld. The prod was discarded by the physician. A new hp a/c adapter was shipped to the physician and no further complaints have been reported.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.